Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii iliac limb extension was implanted in patient for endovascular treatment of distal aorta thrombosis. Stents from unknown manufacturer were also implanted in the common iliac arteries. The vessel was moderately calcified. It was reported that during the index procedure, after successfully inserting the endurant ii 16x16x124 delivery system into the patient, the physician deemed that the stent graft to be too long for the patient and the delivery system was removed without implanting the stent graft. The delivery system was inserted and removed from the patient without issue. The physician then implanted an endurant ii 16x16x93 limb extension. The distal portion of the limb extension was modeled with the in.pact admiral drug-coated balloon to 8 atmos. The physician then removed the in.pact admiral drug-coated balloon and inserted the reliant balloon to model the distal half of the stent graft. Two covered stents from another manufacturer were implanted 3 cm into the stent graft and extended 3 cm into the stents implanted in the common iliac artery. A dissection was observed at the distal end of the stent in the left external iliac artery. The patient received treatment. The physician implanted a self-expandable stent from unknown manufacturer to treat the distal dissection. An angiogram of the entire stent graft from the renal arteries to femoral arteries was done, and the physician was satisfied with the result that there was good femoral pulse. The patient was closed; however, approximately 20 minutes after the repair, the patient became bradycardial and hypotensive. The patient coded. Resuscitation was performed but was unsuccessful. The patient expired. Per the physician, the cause of events were unknown.

Manufacturer narrative:
Product analysis results are: the exact cause of dissection in the left external iliac artery leading to patient bradycardia, hypotension, cardiac arrest which result in patient death during the implant procedure could not be conclusively determined from the pre-implant films provided. The films during implant procedure was not provided. The reported dissection in the left external iliac artery was not visualized in the pre-implant films provided. It is possible that the events were procedure related; implant of the stent graft or stents from unknown manufacturer, or ballooning of the stent graft in a small and calcified iliac artery may have contributed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.